Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0054-eo - g. Precautions - 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. The most likely cause of the reported failure can be attributed to user error of the device due to incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force applied during suture passing/tightening /tensioning.

Event description:
On 11/14/2025, a sales representative reported via email that four ar-3636 knotless 1.8 fibertak anchors experienced issues, including anchors pulling out and shuttle stitch not functioning properly. No components broke inside the patient, and the procedure was completed successfully. This was discovered during a labrum repair procedure on (B)(6) 2025. Additional information received on 11/26/2025: during the surgical procedure, four anchors were involved in the reported issue. Two anchors pulled out, and two anchors experienced problems with the shuttling stitch. The two anchors that pulled out were removed, while the two anchors with shuttling stitch issues remain implanted. To complete the procedure, two additional anchors were placed. The surgery was delayed briefly while the situation was discussed; however, it is unknown whether additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.